Event description:
It was reported that the device was used during a laparoscopic low anterior resection. The device was used to make the distal transection. The device was placed around the colon, retaining pin seated and fired. The device was opened to be removed off the colon and it was noted that the device had cut but did not staple. The colon was completely open and no staples present. The specimen was inspected and no staples found. The colon was hand sewn and the case was completed. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis results showed that the device was received in good visual conditions and without a cartridge present. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. Event could not be confirmed as no cartridge was received for analysis. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The batch records were reviewed and the final quality release criteria were met before the batches were released for distribution.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.